Manufacturer narrative:
Product event summary - the full lead in segments was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the impedance of the rv pacing lead was beyond the expected upper range, and that the pacing capture threshold in the right ventricle was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: c4tr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the patient had a cardiac arrest and cardiopulmonary resuscitation was performed until emergency services arrived. Two rescue shocks were delivered for ventricular fibrillation (vf). Oversensing of noise due to a lead fracture on the right ventricular lead inhibited pacing causing the cardiac arrest. The lead was also noted to have undefined impedance and elevated threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.